Event description:
Customer reported that, while checking the drain for blood after a blood leak detector alarm, the nurse noted air had passed the air bubble detector. There was no patient injury or medical intervention. The blood leak alarm was found to be false.